Event description:
It was reported that the patient was receiving both an infusion of lactated ringers (lr) and levophed. The patient had an order for a lactated ringers bolus. A new bag of lr was spiked using the tubing from the previous bag of lr that was running. The patient's levophed bag was also running low so a new bag was obtained and spiked. At this time the patient was scanned, the lr was scanned, and the pump was scanned. Shortly after, patient was noted to be having numerous premature ventricular contractions. This clinician consulted with the monitor tech to see if this was new for the patient and it was in fact new. A stat EKG was ordered and provider notified. It was noted that the levophed bag was empty. It appears as though the pump provided a bolus infusion of the levophed and not the lr. The pumps were removed and replaced with different ones. It was noted that the pump has shown multiple errors to include pump showing red and saying that the pump had disconnected. On follow up, the hospital pharmacist indicated they believed that the clinician "gave the bolus on the incorrect pump" and that they had returned the device to service. There was patient involved but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported of a norepinephrine over infusion could not be confirmed or replicated due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; there before, external and internal inspection could not be performed. Laboratory testing could not be performed, the incident device was not received for this investigation. Bd interoperability consultant has engaged with the customer to identify the root cause of the issue. Bd interoperability consultant confirmed that there was "no issue with device (alaris pump)¿. A review of the logs could not be performed. The pump, pcu or the system logs were not provided. Alaris system user manual (v 9.3) states the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. In addition, the manual states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Thee alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported norepinephrine over infusion was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Bd interoperability consultant has engaged with the customer to identify the root cause of the issue. Bd interoperability consultant confirmed that there was 'no issue with device (alaris pump)¿. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was receiving both an infusion of lactated ringers (lr) and levophed. The patient had an order for a lactated ringers bolus. A new bag of lr was spiked using the tubing from the previous bag of lr that was running. The patient's levophed bag was also running low so a new bag was obtained and spiked. At this time the patient was scanned, the lr was scanned, and the pump was scanned. Shortly after, patient was noted to be having numerous premature ventricular contractions. This clinician consulted with the monitor tech to see if this was new for the patient and it was in fact new. A stat EKG was ordered and provider notified. It was noted that the levophed bag was empty. It appears as though the pump provided a bolus infusion of the levophed and not the lr. The pumps were removed and replaced with different ones. It was noted that the pump has shown multiple errors to include pump showing red and saying that the pump had disconnected. On follow up, the hospital pharmacist indicated they believed that the clinician "gave the bolus on the incorrect pump" and that they had returned the device to service. There was patient involved but no harm.